Event description:
It was reported that a pump declared alarm during use. There was no adverse impact to the customer's blood glucose level. The customer was unable to successfully load a cartridge and resume insulin therapy, so tandem technical support decided to replace the pump. The customer, who was still under warranty, was instructed to use multiple daily injections as a backup therapy, and informed on how to put the pump into storage mode before returning it with a pre-paid label. The customer understood and acknowledged the instructions provided.